Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: all fields have been updated to reflect the additional information and device evaluation. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the panel goes late and with difficulty. Moreover, the cable does not fit correctly in the control unit. It was discovered pre-op and there was no consequence to the patient reported. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was observed that the motor shaft was loose. Also, the on button was physically damaged and the keyboard pcb was corroded. Finally, it was identified that the connector was bent. Therefore, the motor shaft, button and connector were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed; also, the condition in the keyboard can be related when fluid ingress into the system and contact with the keyboard. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/21/2014 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: this work order has been closed due to unavailability of spare parts. The evaluation of the device has not yet been completed. The work order and complaint will be re-opened once parts are available. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the panel goes late and with difficulty. Moreover the cable does not fit correctly in the control unit. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.